Event description:
It was reported that the balloon membrane at the tip of the catheter came off inside the pt during a shunt operation. Another catheter was used to remove the balloon material, however, was not successful in removing. Then dr tried to remove by surgery, but did not find the balloon membrane, tried to then confirm by x-ray, but could not find it that way either. No permanent pt injury.